Manufacturer narrative:
H.6. Investigation: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However leakage testing of the submitted device found that the unit was leaking form a crack in the adapter wall. A subsequent review was unfortunately unable to reveal any potential sources for this damage in the manufacturing line, without the ability to replicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see h.10.

Event description:
It was reported that during use of the bd connecta¿ stopcock had leakage at the 3-way stopcock. The following information was provided by the initial reporter: leakage from infusion. Pivc & infusionset intact. Suspects leakage from 3-way stopcock.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd connecta¿ stopcock had leakage at the 3-way stopcock the following information was provided by the initial reporter: leakage from infusion. Pivc & infusionset intact. Suspects leakage from 3-way stopcock.